Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The DHR was reviewed and there as no nonconformances related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. This was a tavr procedure. Aortic valve device was used. The vessel was rfa greater than 7.5 mm in size with mild calcification and moderate tortuosity. A manta 18f was used in the case. The deployed depth of manta is 4 cm. The physician deployed manta perfectly however, he was pulling hard while advancing the tamper tube. It is undeterminable if the physician pulled the device beyond the measured deployment depth. Per IFU deploy device and seal puncture states the following: - lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant maintaining constant tension on the manta closure handle with the right hand. - while maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. - relax upward tension on the manta closure handle. Slide the blue lock advancement tube up the suture and out of the puncture tract. Observe the puncture site and confirm hemostasis. Physician felt the manta pull through the vessel. It is likely that excessive tension was applied while pulling back the manta. It is unknown what was the tension window level during pull. The site started to bleed. Per IFU identifies "other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" as potential adverse events related to the deployment of vascular closure devices. Another physician re-advanced the tamper tube and achieved hemostasis. Per IFU step states the following: - if pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis it is unknown if the bleeding at the site was pulsatile or non-pulsatile. It is unlikely that the manta (i.e anchor) was pulled through the vessel and re tamped back. It is unknown if the vessel was diseased that could have led to a feedback of the anchor being pulled out of the vessel. No procedural notes, angiogram of the pull back or further information from the account was received on this incident. Angiogram was performed and it was observed that the collagen was in the vessel. A 7x20 balloon was employed to push the unit against the wall of the vessel. Post angiogram shot further indicated some collagen inside the vessel. Angiograms shared by the account were with respect to the pre balloon and post balloon shot. The blood flow appears to be less restricted. A cutdown was employed and it was noted that the footplate was in the correct position with partial amount of collagen inside the vessel. The patient condition is fine. Based on the information, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: physician had deployed manta perfectly, except, he was pulling a little too hard while advancing the advancement tube. He felt the manta pull through the vessel. At that time the site started to bleed. Physician grabbed the manta and readvanced the advancement tube and got hemostatis. He then took an angiogram and realized that collegian was in the vessel. He then took a 7x20 balloon and ballooned the footplate. The post angiogram looked better, but he still seen a little collagen in the vessel. Physician's agreed on a cutdown. Physician took the patient to the or and did the cutdown procedure. Physician stated afterwards that the collagen was half in and out of the vessel. The footplate was in the correct position.